Event description:
On 04/27/99, the pt's mother contacted lifescan and provided the following information: on the evening of 04/14/1999, her son did not feel well. The pt's mother tested his blood glucose and the results was 243 mg/dl. She then administered his insulin dosage based on that reading, 17 units of nph with 6 units of humalog. After approximately an hour, he began to feel sick and vomit. His mother took him to the emergency room. The hospital tested his blood glucose using the hospital meter. The result was "in the 400's". The nurse then performed a blood draw and sent a blood sample to the lab. The nurses performed another blood glucose test using his meter. The results was, "in the 200's". At that time, the lab test came back as "in the 500's". The diagnosis was, "dehydration and hyperglycemia". He was treated with an IV, given insulin shots and released the same day.